Event description:
It was reported in the pt's clinic notes on (B)(6) 2011 that the pt was having an increase in seizure frequency over the previous month. Diagnostic testing on that day showed proper device function. At a later visit on (B)(6) 2011, the physician comments that the frequency had been less over the previous two months, but the ifi indicator was detected on this visit. Likewise, no seizure increase was seen on the pt's (B)(6) 2011 visit, but the device was near end-of-service (eos). A replacement surgery in the future is likely, and attempts for further info have been unsuccessful.